Event description:
It was reported that a patient underwent a ventral hernia repair in (B)(6) 2011 and mesh was used. The patient experienced a recurrent hernia. The patient underwent reoperation to fix the recurrence of the hernia, during which it was noted that there were dense adhesions to the mesh. The physician was not able to get the adhesions off the mesh and had to remove the mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Results: a blood-soaked piece of mesh (approximately 4cm x 8cm) with 1 endo tack(metal) were returned for evaluation. The margins show cutting edges. No further investigation for clarification of adhesions could be performed. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.